Event description:
I have had heart palpitations, pain, and a racing heart. I have joints that always hurt and are painful. My right breast is painful. I have migraine headaches. My fatigue is terrible. All symptoms are rendering me useless. There are no tests for breast implant illness. FDA safety report ID# (B)(4).